Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient had difficulty with obtaining a sensor reading and called to get help with troubleshooting. She does not remember symptoms prior to the event, or passing out. Paramedics arrived and her blood glucose finger stick was 32 mg/dl. She does remember paramedics giving her IV fluids and glucose, and remaining in the home setting for care. After the event, her blood sugar returned to normal values and her condition stabilized. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.